Event description:
The walker's glide tips are worn down and the walker is getting caught on the end user's carpet.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.